Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(4), and a specific cause for the patient¿s infection could not be conclusively determined. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing, a middle segment measuring approximately 9 inches was returned, and a distal segment measuring approximately 29 inches was also returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 3 months 27 days . The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient underwent a heart mate ll to heart mate ll exchange due to a driveline infection extending to the pump pocket. Pseudomonas were found to be the cause of the infection. The exchange was successfully performed and the patient is recovering in the ICU. No additional information was reported.